Event description:
It was reported that during a shoulder procedure, using a caps-lock ultra cannulae, the tip of the cannulae broke off while inside the surgical site. The event resulted in a 35 minute surgical delay, before the procedure could be completed. The surgeon was unsure if all debris was retrieved, however , no patient complications have been reported at this time.